Manufacturer narrative:
Field service was not requested for this equipment. A preventative maintenance was performed on this equipment in (B)(6) 2011. No issues were detected. An amo clinical development manager visited the customer and reviewed all their processes including sterilization and cleaning. It was discovered that the customer was using gloves that are not recommended for laser vision treatments and they were advised to change to a different type of glove. No further information is available.

Event description:
The doctor reported a patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou) following laser vision correction treatments. The flaps were lifted and cleaned at about one week post-op. The patient was fitted with contact lens at two weeks post-op. The patient's visual acuity is 20/20-2 right eye and 20/20 left eye.